Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 21069598. D4: medical device expiration date: 14jun2024. H4: device manufacture date: 14jun2021. D4: medical device lot #: 21069599. D4: medical device expiration date: 14jun2024. H4: device manufacture date: 14jun2021. H6: investigation summary: two samples were received with the customer's complaint of separation and misassembly. They were both verified immediately when the engineering team began analyzing this issue. The separated sample was broken at filter and the missassembly was clear as a smartsite was wrongly applied at the end of set. The separation is a known failure and when the supplier was contacted, they have concluded that this is most likely due to an improper force applied to set during use. The filters are tested by supplier before they are sent to the assembly. The misassembly was found to be an issue during the production line when an operator improperly used a fixture (fx-2218) which resulted in this issue. A device history record review for model 20027e lot numbers 21069598 and 21069599 was performed. The search showed that a total of (B)(4) units in both lot numbers and were built on 14jun2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris smartsite extension set experienced a missing component. The following information was provided by the initial reporter: item is not assembled correctly, item should have a port and at bottom of line another port is in place rather than the connector.

Event description:
It was reported that the bd alaris smartsite extension set experienced a missing component. The following information was provided by the initial reporter: item is not assembled correctly, item should have a port and at bottom of line another port is in place rather than the connector.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.